Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240, which occurred on the home choice (hc) during use, during dwell 2. The patient was connected at the time of the call. The home patient (hp) stated that she disconnected herself while she was sleeping and then the hc started to beep se 2240. The hp had not closed the patient line clamps. The baxter technical representative (tsr) instructed the hp to end therapy and start over with new supplies. The hp said she was just going to do continuous ambulatory peritoneal dialysis (capd) since she would not be able to perform therapy for the next 8 hours. The tsr assisted the hp to end therapy. The tsr instructed the hp that anytime she disconnects herself she should close all her clamps so that air does not get in her supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report for a system error 2240 was confirmed. Based on the information gathered during baxter's investigation the root cause of the report was from use error-the patient spontaneously disconnecting from the set. Per the customer the sample was discarded and a lot number was not provided, therefore no evaluation or batch review could be performed. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.